Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "does not detect door open," was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch was not functioning as intended. The upper latch switch, and the upper aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't recognize open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.